Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion day pump was left on a patient over night. Per reporter the programmed continuous dose on the day pump was 4.6 ml/h and the continuous dose on the night pump was 1.4 ml/h; "so the patient received excess amount of medication than prescribed." No adverse patient effects were reported.